Event description:
On (B)(6) 2012, the patient contacted animas and reported receiving a call service alarm. The patient reportedly delivered a bolus. The patient reviewed the pump bolus history and stated there was no record of a bolus delivery. Customer support (cs) reviewed the pump with the patient and noted that the insulin on board (iob) was cleared out, the temp/basal bolus combination was cancelled and the last bolus was removed from the status screen. There was no reported adverse event associated with this complaint. The complaint is being reported because a programmed bolus was allegedly cancelled and not recorded in pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump boots to verify screen with auditory and vibratory alarms. The alarm history shows one cs012-0095 alarm occurring. A review of the black box shows the user programmed a bolus of 1.5 units with the cs012 alarm occurring after approximately 0.477 units and a review of the bolus history shows no record of a partial bolus. The pump was exercised for 24 hours during which time, several boluses were performed including a normal, ezcarb, and ezbg with no cs012 alarm being reproduced. The patient's complaint was observed in the black box but not reproduced on the bench.